Manufacturer narrative:
Additional information: d9, g3, h3, h6. - one unpackaged ar-9597-10, angled reamer sleeve, batch number 37622248, was received for investigation. - visual evaluation of the returned device noted nicks and striations in its inner diameter on both the proximal and distal ends. - functional testing was performed with a good-known ar-9676 and the device rotated without resistance as intended. - no problem found. - refer to investigation photos. - complaint allegation is not confirmed.

Event description:
On 08/22/2025, it was reported by a sales representative via sems (B)(4) that an ar-9597-10 angled reamer sleeve and an ar-9676 angled reamer drive shaft were welded together and did not spin freely. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.